Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case, bail covers were broken and contaminated, the output connectors were contaminated, the ventricular output connector was broken, the upper case was dented and contaminated, the ring cover, heart block, battery drawer, keyboard, battery drawer o-ring were contaminated, the serial number label was torn, and the battery contacts were compressed. (B)(4).